Event description:
It was reported that guidewire tip detachment occurred. A 200cm, 8cm v-18¿ control wire¿ guidewire was selected and advanced through a 5 fr unspecified introducer sheath. As the guidewire was being introduced, the device was stuck in the sheath and the device tip broke off. A snare was used to retrieve the broken tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with copy of original pouch. The unit returned has the distal tip detached and kinked, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents the distal tip detached and kinked. The section detached was returned. All the outer diameter (ods) taken were according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 200cm, 8cm v-18¿ control wire¿ guidewire was selected and advanced through a 5 fr unspecified introducer sheath. As the guidewire was being introduced, the device was stuck in the sheath and the device tip broke off. A snare was used to retrieve the broken tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Event and procedure date: (B)(6) 2014. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).